Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user recently started the ilet and experienced a blood glucose of 77 mg/dl, for which they self-treated with oral glucose tablets after receiving device low alerts. Symptoms included no reported immediate health effects. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included customer support review and troubleshooting with education on appropriate treatment of low glucose and avoiding overcorrection while the system adapts. Investigation of this case revealed no device malfunction and an event consistent with low glucose managed as instructed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.